Event description:
The patient had a left chest tube in place. When the physician removed the dressing the chest tube was not visible. The patient was taken to surgery to remove the chest tube. A 15 cm section was removed from the patient's left chest. Another chest tube was placed in the left chest in surgery.